Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since the lot number is unknown, the full UDI number cannot be provided. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a female patient, underwent a ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardial drain and also 2 extra days of hospitalization. The patient¿s medical history is unknown. The procedure continued and then patient was transferred to ICU for observation. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Per 21 cfr, part 803, this complaint is reportable.